Event description:
As reported, during use in patient with this introducer, there was a saline leakage. A new introducer was changed by removing all the components and starting the process from the beginning. There was no allegation of patient injury. Patient demographics unable to be obtained. The device was available for evaluation.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results.

Manufacturer narrative:
One introducer was received by our product evaluation laboratory for a full examination. The report of leakage issue was confirmed. Leak testing was performed with and without a catheter inserted and leakage was observed with a 8f lab sample catheter inserted. Examination of the valve internal components found the wiper gasket was torn. The duck bill valve was found to be in good condition. Extension tube was patent without leakage or occlusion. No other visible damage or leakage was observed from the returned unit. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully.